Manufacturer narrative:
An event of heart failure, aortic stenosis and high gradient was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On 29 october 2019: additional information received on 25 october 2019 reported that the physicians decided to not treat. The patient will receive comfort cares. On (B)(6) 2011, a 23 mm trifecta valve was implanted as part of a combined bypass and aortic valve replacement procedure. On an unknown date, the patient was admitted for heart failure. Echo obtained showed severe aortic stenosis, 60 mmhg mean gradient, and 0.75 cm^2 aortic valve area; the lvef is normal. A valve-in-valve procedure is being considered, but has not been done yet.